Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "wire/needle/cannula damage or missing" occurred. On (B)(6) 2024, upon sensor removal, the patient noticed that the sensor wire remained under his skin. The patient reported experiencing pain and inflammation at the area and went to the ER for evaluation. At the ER, the patient underwent an unspecified surgery to have the retained sensor wire removed. The retained sensor wire was removed successfully. The patient was in the ER for less than 24 hours. No other patient or event details are available. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.